Manufacturer narrative:
Following physio-control's evaluation of the device, the customer declined repairs on the device. Through evaluation, it was observed that the device was delivering a monophasic defibrillation shock. The device was returned to the customer, un-repaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device had a service indicator present. There was no patient use associated with this event. Upon evaluation. Physio observed the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was reduced and the device may not be able used to treat the patient if needed.